Event description:
Orthodontist's office reported that while etching pt's teeth for orthodontic treatment, etching gel escaped from a crack in the syringe into pt's eye. Pt's eye was rinsed with water for 15 minutes after incident. The next day pt was taken to an ophthalmologist who prescribed ophthalmic antibiotics. The pt's parents reported that he is still experiencing some blurriness in the eye. The ophthalmologist advised pt's parents that it might take up to a year for the eye to fully heal.